Event description:
It was reported that the surgeon inserted the cc4204a collamer plate lens and the patient's capsule collapsed. The lens was cut out of the eye, a vitrectomy was performed and the incision was sutured after an acl was implanted. The reporter stated that the incident was due to the poor condition of the eye, prior to surgery which, may have been damaged further during phaco. This facility does not use staar phaco equipment.

Manufacturer narrative:
(B) (4) - no product allegation - labeled. (B) (4).